Event description:
It was reported that a dexcom g6 user on the ilet experienced a low glucose reading of 47 mg/dl on the dexcom g6 continuous glucose monitor (cgm) while contemporaneous fingerstick values were 113 mg/dl, later rising to 74 mg/dl on cgm and 104 mg/dl by fingerstick during the call; the user consumed carbohydrate and cgm were recalibrated to the 104 mg/dl fingerstick value, after which glucose was reported at 114 mg/dl. Investigation included phone-based troubleshooting, review of reported cgm versus fingerstick discrepancy, and device recalibration. Investigation of this case revealed inconsistent sensor and fingerstick glucose values suggestive of cgm inaccuracy or lag, with no device malfunction confirmed and a possible contribution from meal composition as reported by the caregiver. Symptoms included weakness and confusion consistent with hypoglycemia. Outcomes included resolution of the acute event at home without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear hypoglycemia with sensor-fingerstick discrepancy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.